Manufacturer narrative:
The wcd system was not recovered from the field. Review of device event log indicates that the patient had two patient triggered episode on (B)(6) 2023 but no record of shock delivered event. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system.

Event description:
Customer care reported shock delivered code was present on the monitor. Customer care was unable to determine on gel release. Patient is currently in the rehab center. Patient was contacted for shock delivered episode and the rehab center reported that they would be following their protocols and will dispatch ems. Patient is currently at the hospital emergency room pending treatment. The wcd episode event record was not immediately available and will be investigated. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.